Event description:
As reported, a 6f .072 mpa 1 100cm guiding catheter broke in half during an interventional procedure. The detached piece was noted in the patient, and the separated part of the device was the shaft. The segment was retrieved using a snare. No anomalies were noted when removing the device from the package or during preparation. No resistance was met while advancing the device or advancing it over the guidewire, and the device did not kink in the area of separation. Excessive torquing was required, and resistance was met while withdrawing the device. The device separated approximately 60 cm from the distal tip. The intended procedure was in the saphenous vein graft (svg) to the right coronary artery (rca), and the lesion was moderately calcified. The device was not used for a chronic total occlusion, was not resterilized, and the current patient status is no known complications. Two images were provided. One image shows a label identifying the catheter as an adroit. The second shows a catheter with a body/shaft separation. Blood is seen on the device. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 6f .072 mpa 1 100cm guiding catheter broke in half during an interventional procedure. The detached piece was noted in the patient, and the separated part of the device was the shaft. The segment was retrieved using a snare. No anomalies were noted when removing the device from the package or during preparation. No resistance was met while advancing the device or advancing it over the guidewire, and the device did not kink in the area of separation. Excessive torquing was required, and resistance was met while withdrawing the device. The device separated approximately 60 cm from the distal tip. The intended procedure was in the saphenous vein graft (svg) to the right coronary artery (rca), and the lesion was moderately calcified. The device was not used for a chronic total occlusion, was not resterilized, and the current patient status is no known complications. Two images were provided. One image shows a label identifying the catheter as an adroit. The second shows a catheter with a body/shaft separation. Blood is seen on the device. A non-sterile 6f .072 mpa 1 100cm device was returned for investigation. Visual inspection showed that the returned unit presented a catheter separated condition located 50 cm from the distal tip. Dimensional analysis was performed and the results were found to be within specification. A high-magnification microscopic evaluation was performed to evaluate the separation in the catheter, and deformation consistent with mechanical crushing was observed. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process. The reported ¿catheter (body/shaft) separated¿ was seen during the product evaluation. The exact cause cannot be determined; however, excessive torquing was required and evaluation results showed signs of mechanical crushing. Therefore, use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer).¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.